Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer needed operating system updated to windows. Analysis found a cracked solder joint on the ECG (electrocardiogram) connector of the lem (link electronic module) printed circuit board assembly. Analysis also found the tabs on the power cord bay door were broken and the keyboard hinges were broken. (B)(4).

Event description:
It was reported that the programmer needed an operating system migration and software install. The company representative tried on the software defined network (sdn) but was unsuccessful. It was noted that the programmer was lost by the account and had not been updated since 2006. The programmer was returned to the manufacturer for software installation, analyzed and tested out of specification. There was no patient involvement.